Event description:
Additional information received on 2016-nov-30 reported the patient's withdrawal symptoms have been resolved as patient had the pump and catheter revised. No further information provided.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Patient codes are the same for both the pump and the catheter. (B)(4) is applied to the pump and (B)(4) is applied to the catheter. (B)(4) is applied to the pump and (B)(4) is applied to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 8m g/ml for a total dose of 2.1958 mg/day via an implantable pump for non-malignant pain. It was reported a partial system explant was done, and pump was replaced with a 20 ml pump on (B)(6) 2016. Patient was told to contact manufacturer to determine when patient will be due for a refill. Rep was going to contact patient. Caller mentioned having multiple surgeries and other back issues. It was reported patient had a severe fall, at which time the pump flipped, and had continued to flip on the patient since. Patient had since experienced withdrawal symptoms since (B)(6) 2016 (around 2 months) prior to surgery. Both surgeon and healthcare professional (hcp) attempted catheter aspiration and were unable to aspirate from the catheter. Hcp declined further testing or replacing any segment of the catheter at time of surgery. The pump was replaced and catheter was examined and it was unknown if the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.